Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Ni - no information for sections age , weight, device identification and labeled for single use. Device returned was not manufactured by our company.

Manufacturer narrative:
Per the complaint, part/lot numbers are unknown. Part number will be identified at inspection and lot information will be requested.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.